Event description:
This device case, which does not involve an adverse event, reported by an institution, who contacted the company with a product complaint, concerns a patient of unknown age, sex or origin. The patient was taking an unspecified medication for treatment of an unknown indication. In 2007, the humapen ergo burgundy/clear pen body (lot 0602a03) was reported to defective cartridge holder. This humapen ergo, burgundy/clear pen body is associated with another device. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient used this device model. The device was returned to the company on 17-jul-2007. Initial examination found two broken engagement tabs. It was unknown if use with another humapen ergo device was continued. Further follow up is expected.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.